Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and confirmed that system failed to start up. Upon troubleshooting, rse confirmed that indicator was off. To resolve this issue, philips field service engineer (fse) went onsite and tried to reboot the system, but the system failed to boot up; so fse replaced the host pc and reloaded license. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system failed to start up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.